Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) with micro-scratches inside the lens. The lens was removed. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. A provided picture displays the serialized lens case. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).